Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 596 mg/dl. Customer stated insulin pump had insulin flow blocked alarm. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptom such as vomiting. Based on customer report customer allege insulin pump was under delivering. Customer performed high pressure test and it was passed. Customer stated auto mode feature was not active at the time of incident. Customer performed displacement test and it was passed. The insulin pump and reservoir will not be returned for analysis.